Event description:
The caller reported that on (B)(6) the tube was placed and heard an audible noise from around the tube and there was loss of volume from the vent. Caller states the patient tolerated the extubation and reintubation of the a replacement tube well. When the patient was extubated the cuff was still inflated. Caller states that the tube was pretested and a pressure gauge was used by the respiratory therapist to confirm correct pressure in the cuff. This report is the second occurrence related to MFR number 2936999-2013-00247.

Manufacturer narrative:
The sample is expected to be returned for analysis.